Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported a volume discrepancy was observed at the patient's pump refill. The actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0 milliliters and the erv was 4.5 milliliters. It was reported this refill occurred on (B)(6) 2019. It was noted this was the second refill in which this occurred. It was unknown when the first discrepancy occurred. It was noted the patient had experienced withdrawal symptoms approximately one week earlier (relative to the refill (B)(6) 2019). It was noted the symptoms were sudden. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare profession (hcp). The first volume discrepancy had occurred on (B)(6) 2018. The actual residual volume was 0 mls and the expected volume was 4.6 mls. No troubleshooting had been done to determine the cause of the volume discrepancy issue. The cause of the volume discrepancy issue was provided as "n/a." The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare profession (hcp) via a manufacturer's representative (rep). The patient was receiving 1mg/ml fentanyl at 0.0061mg/day, 3.0mg/ml bupivacaine at 0.0183mg/day and 100mcg/ml clonidine at 0.61mcg/day for chronic low back pain. It was reported that there was lower than expected residual volumes. The pump was placed in minimum rate. The patient's status was noted as "alive-no injury." The issue was resolved at the time of the report. No further complications were anticipated/reported.